Event description:
It was reported that 163 bd discardit¿ syringes had issues with damaged barrels/flanges. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "rejection details for 2ml syringes * 25g x 1¿ needle, quantity 43,935 pcs , product code# 302438."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). Investigation summary: there are no samples and 17 photograph along with the reported complaint of multiple defects. The investigating team has used the retention samples of material number 302438 and lot number 1184817, 1313818 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for multiple defects and no multiple defects was found in the ten retention samples. The following actions are work in progress: damaged syringe- tip of syringe is damaged if pressure to block the tip is high at challenge test station. Refresher training to be provided to operators to ensure that smooth movement of cylinder at challenge test station. Target date- 30/dec/2022. All the actions above will be monitored for effectiveness check for the period of 6 months and reviewed by the oqc team in the weekly oqc meeting. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.